Manufacturer narrative:
A narrow standard hex driver (phd01n) was received. Visual inspection of the returned product identified that the tip of the hex driver had fractured. The hex driver had signs of wear due to usage around the shank and the driver handle body. Therefore, based on the evaluation, the malfunction had occurred and the reported event was confirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Pt info: not provided/unknown. Event date not provided/unknown. Device lot number not provided/unknown. Device not returned.

Event description:
It was reported that the driver (phd01n) fractured at the tip. The procedure was completed using another driver.